Manufacturer narrative:
Additional narrative: patient information not available for reporting. The 510(k): report is for one (1) unknown guide wire. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during pediatric orthopedic surgery, a guide wire broke when the surgeon was pre-drilling for screw insertion. During surgery, a drill bit also reportedly broke off. There was a reported sixty minute surgical delay resulted due to the removal of the metal pieces scattered in the intramedullary and the body tissues. This report is for one (1) unknown guide wire. This is report 2 of 2 for (B)(4).